Event description:
Customer reported blood glucose results of 404 mg/dl, 202 mg/dl, 125 mg/dl, and 120 mg/dl within 10 minutes on the compact system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.